Manufacturer narrative:
The architect c4000, serial # (B)(6) was evaluated it was determined that replacement of the power supply, main, c4 was required, which resolved the issue. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the power supply, main, c4 with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the power supply, main, c4 as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect c4000, serial # (B)(6) or power supply, main, c4.

Event description:
The customer observed smoke originating from the back of the architect c4000 processing module while performing maintenance. The system was powered off. No injuries or harm to the user were reported. No injuries or harm to the user were reported. There was no impact to patient management.

Event description:
The customer observed smoke originating from the back of the architect c4000 processing module while performing maintenance. The system was powered off. No injuries or harm to the user were reported. No injuries or harm to the user were reported. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.